Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the distal conductor was fractured.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).